Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that there was an occlusion in the balloon component of the blue line ultra tracheostomy tube. A hospital staff member from the emergency service was called in on two occasions to exchange the tracheostomy tube.

Manufacturer narrative:
One smiths medical portex® blue line ultra® tracheostomy tube was returned for analysis in good condition. The manufacturing process was reviewed. The inflation test was repeated on the sample and following 12 hours of inflation, the product was noted to be significantly deflated. The cuff was then inflated and submerged under water; observing air to be leaking from the seal between pilot balloon and inflation valve. A trend review was performed with no trend confirming complaints with the similar issue. Based on the evidence the complaint was confirmed but the root cause is unknown.